Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "increased inflammation" (inflammation). Product problem(s): "unk" (no code available). Operating room nurse reports that their facility has had 10 cases of tass and several cases with increased inflammation and fibrin. No cultures were performed. All cases have resolved with topical steroid treatment. No secondary surgical procedure was reported. No pt identifiers were available. Additional follow-up information was requested.